Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated that the pump failed to alarm. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing. No other information was provided. (B)(4).

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated that the pump failed to alarm. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing. No other information was provided. [Complaint- (B)(4).]